Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant result for patient 1 was reported to the physician(s), and the patient was treated with heparin and integrilin drip. The discordant result for patient 2 was not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse decontaminated the system. Quality controls and patients samples were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.